Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported experienced not draining and received no alarm. The cycler was also noisy. The patient also stated currently being in the hospital due to stomach in the bacteria. Follow up with the nurse confirmed that the patient was hospitalized for peritonitis from (B)(6). The culture results were positive for pseudomonas luteola, wbc count was >2500. The source of infection was breach in aseptic technique as the patient was travelling. Antibiotics included cefazolin and ceftazidime, following which cefazolin was stopped and started on cipro and continued on ceftazidime. The patient continued peritoneal dialysis therapy in the hospital and has been continuing to do so after discharge. The patient has been recovering.

Event description:
A peritoneal dialysis patient reported experienced not draining and received no alarm. The cycler was also noisy. The patient also stated currently being in the hospital due to stomach in the bacteria. Follow up with the nurse confirmed that the patient was hospitalized for peritonitis from 12/19 to 12/22. The culture results were positive for pseudomonas luteola, wbc count was >2500. The source of infection was breach in aseptic technique as the patient was travelling. Antibiotics included cefazolin and ceftazidime, following which cefazolin was stopped and started on cipro and continued on ceftazidime. The patient continued peritoneal dialysis therapy in the hospital and has been continuing to do so after discharge. The patient has been recovering.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is no documentation that shows a causal relationship between the adverse event of peritonitis and the related hospitalization and the liberty cycler or cycler set and the pdrn stated the cause of the peritonitis was a breach in aseptic technique. However, the patient did report the cycler being noisy, not draining with no associated alarm.

Event description:
A peritoneal dialysis patient reported experienced not draining and received no alarm. The cycler was also noisy. The patient also stated currently being in the hospital due to stomach in the bacteria. Follow up with the nurse confirmed that the patient was hospitalized for peritonitis from 12/19 to 12/22. The culture results were positive for pseudomonas luteola, wbc count was >2500. The source of infection was breach in aseptic technique as the patient was travelling. Antibiotics included cefazolin and ceftazidime, following which cefazolin was stopped and started on cipro and continued on ceftazidime. The patient continued peritoneal dialysis therapy in the hospital and has been continuing to do so after discharge. The patient has been recovering.